Manufacturer narrative:
A ge service representative performed an on site investigation. Unable to duplicate problem without intentionally pressing too hard during calibration. Calibrated 12 times with no problems identified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the straight aspirator on the itrak 3500p system could not be calibrated ("mechanical deformation error"). There was no report of pt injury.